Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, cracked keypad overlay, broken reservoir tube lip. Fading serial number label, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the ring was missing from the insulin pump's reservoir compartment. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.